Event description:
Procedure: ventral hernia repair. According to the rptr: permacol implanted into pt to repair a ventral hernia. Pt crp increased and was taken back to theatre 3 days post implant. Pt's abdomen contained pus and tests from tip from drain came back with positive growth of acinetobacter baumannii. Mesh was sent off no growth came back. Corrective action taken relevant to the care of the pt: permacol removed and pt put on marapenan antibiotics. Pt outcome: awaiting results of antibiotics.

Manufacturer narrative:
(B)(4).